Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the valve was noted to be rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Note: per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The valve was slightly distorted; oval shaped. All leaflets were slightly stiff but flexible except where host tissue and mineralization extended on the inflow and/or outflow. Moderate tissue deterioration due to mineralization was observed along the free margin and lunula of the right cusp adjacent to the right non-coronary commissure. Tears through the free margin and lunula in the right and non-coronary cusps adjacent to the right non-coronary commissure appeared to be associated with restricted leaflet movement due to host tissue overgrowth. A tear along the free margin and lunula of the left cusp appeared to have originated with wear on the bias cloth and/or a long suture tail but increased in size during explant. A suture tail hole was observed through the host tissue adjacent to the left cusp. The non-coronary left commissure was intact. Tears on the top of the left right commissure and commissural attachment along the right cusp appeared to have occurred during explant. Thick glistening off-white pannus lined the tissue and base stitching adjacent to all cusps, into all inferior coaptive areas, and 1 to 4 mm onto all cusps significantly reducing the inflow orifice area. Pannus remained attached to the right non-coronary and non-coronary left stent posts, extending over and covering the right non-coronary commissure, resulting with restricted leaflet movement. Remnants of pannus remained attached to the sewing ring on the outflow and outflow rail adjacent to all cusps. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed moderate mineralization in the right non-coronary commissure. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. These findings are generally considered a patient related condition. In addition, a long suture tail or bias wear may have contributed to the analysis findings. Per the mosaic IFU, it is advised that ''when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue.'' The previous report of sepsis appears to have been resolved and deemed unrelated to the reason for explant. (B)(4).

Event description:
Medtronic received information that ten months following the implant of this bioprosthetic valve in this dialysis patient, the patient developed sepsis, but there was no effect on valve function. Three years following implant, the valve was explanted due to stenosis, regurgitation, and a cuspal tear. The valve was replaced with a non-medtronic mechanical valve with no adverse patient effects reported. During the operation, the physician noted that there was some uncertain growth at the side of the valve.